Event description:
During review of the vns patient's programming history on (B)(4) 2012, it was discovered that on (B)(6) 2011, high impedance was seen during a system diagnostics test. The patient underwent generator replacement surgery that day but it is unknown if the high impedance was seen prior to surgery or if it resolved with the new generator. Product analysis on the explanted generator revealed that the elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. The manufacturer's consultant later reported that he believes that the high impedance was observed prior to surgery which led to the replacement surgery but he was not certain as it had been so long since the (B)(6) 2012 surgery. Additional information has been requested but no further information has been received to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when the surgeon's nurse stated that the neurologist should be contacted concerning this patient. Good faith attempts for additional information were made to this neurologist but no further information was received.